Event description:
It was reported that a trained physician attempted arteriotomy closure using the perclose proglide at device after a diagnostic procedure. The physician had difficulty pulling the plunger back, so he brought the lever back up into position and again tried to pull the plunger back. Since it still was not working, the physician brought the lever back down and took the device out of the pt. Hemostasis was achieved with manual compression. No pt injury or effects reported. There is no add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd; however, the lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info. (B)(4).